Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness, seizure, and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring intensive medical treatment and is consistent with the reported administration of glucagon, IV dextrose, and inpatient care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date, with appropriate system response including reduction and suspension of insulin delivery in response to falling glucose levels. The user reported inconsistent meal announcements and misunderstanding of the meal announcement feature, which may have contributed to maladaptive insulin dosing. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2024 it was reported that on (B)(6) 2024 the user experienced severe hypoglycemia with blood glucose reported as low as 12 mg/dl, resulting in hospitalization. The user was treated with glucagon, IV dextrose, and insulin therapy and discharged on (B)(6) 2024. The user recovered and no long-term health effects were reported.